Manufacturer narrative:
Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6 implantable collamer lens of diopter -11.0 into the patient's right eye (od) on (B)(6) 2024. It was reported there was an excessive vault. To the best of our knowledge the lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5 - corrected to: "the reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6 implantable collamer lens of diopter -11.0 into the patient's right eye (od) on (B)(6) 2024. It was reported there was an excessive vault and significant reduction of irido-corneal angles". The lens remains implanted. The cause of the event was reported as the device - excessive vault despite using dfu recommended sizing. The problem was not resolved. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).